Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
The complainant reported that during training, the battery was unable to be loaded and both automated impella controllers (aic) displayed an error message. There was no patient involvement.

Manufacturer narrative:
The investigation into the aic - battery failure (red alarm) has been completed since the initial report was submitted. After reviewing the logs, the battery failure issue was confirmed. There were numerous instances of battery failure alarm (transport connection blown/missing) and battery comm. Failure alarms found from the reported occurrence date. Results of running batttest on telnet revealed that ¿fu¿ was missing on both batteries. The console was tested and battery failure alarm issue was able to be reproduced. The issue was determined to be caused by depleted batteries. The console was last disconnected from ac power on (B)(6) and was never plugged back to alternating current power since. These depleted batteries could not be charged back up because they were locked out due to low cell voltage (less than 2.3v). The root cause of this issue was the automated impella controller not being routinely charged. D.1 brand name, d.2 common device name and d.4 model number were revised from the initial submission in accordance with updated procedures. D.4 serial number was revised as previously entered incorrectly. G.1 manufacturing site facility name and address line 2 were revised as previously entered incorrectly. G.6 type of report - 30-day was inadvertently omitted from the previously submitted report. H.6 medical device problem code was revised from the initial submission in accordance with updated procedures.